Manufacturer narrative:
Product event summary: the lead was not returned for analysis, however, performance data collected from the device was received and analyzed. Analysis of the device memory indicated oversensing due to non-physiologic signals/sensing integrity counter. Analysis of the device memory indicated the impedance of the right ventricular pacing lead was beyond the expected upper range. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead had a possible fracture. The rv lead triggered alerts for high undefined out of range (oor) pacing impedances and had elevated sensing integrity counter (sic). Ventricular fibrillation (vf) detections were programmed off. The lead remains in use. No patient complications have been reported as a result of this event.